Event description:
It was reported that a vns patient's control had deteriorated and the pt no longer perceived stimulation from his vns. Clinic notes were received on the pt indicating "initial interrogations showed normal values for the system test and a normal test indicated excessive high impedance values." The neurologist increased the output current to 3.5 ma and the pt barely felt stimulation. Per the neurologist, "the pt's clinical response to the increased stimulation confirms that the electrode impedance had diminished." Current interventions are to have the pt's generator and lead replaced. Good faith attempts to obtain add'l info have been unsuccessful to date.